Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant, the patient was admitted to the hospital with shortness of breath. The patient was later transferred to another facility for pericardial effusion. A subxyphoid pericardial window was performed. Follow-up investigation indicated that the cause of the effusion was unknown. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.